Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen, fentanyl, and morphine via an implantable pump for non-malignant pain. It was reported that the communicator was not working since today. It felt like something was broken inside of the port and it was 'spongy' and something was blocking in there. There was no damage to the communicator power cord but they wanted a new one sent. A request was sent to repair for a power adaptor pa9101 + replacement communicator.